Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a 68-year-old female patient. The following data was provided (customer¿s normal range for females is <14 ng/l): sample ID (B)(6) initial result was 44.8, repeat, on both analyzers, was <2.7 ng/l. The patient was recollected, under sample ID (B)(6) , and the result was <2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the trigger manifold to syringe pump tubing, part number a-30109789-02, loose and causing leaking, which when tightened, resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a 68-year-old female patient. The following data was provided (customer¿s normal range for females is <14 ng/l): sample ID (B)(6) initial result was 44.8, repeat, on both analyzers, was <2.7 ng/l. The patient was recollected, under sample ID (B)(6), and the result was <2.7 ng/l. There was no impact to patient management reported.